Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a mucosectomy procedure performed on (B)(6) 2017.   According to the complainant, during the procedure, the clip seemed loose but was able to grasp and lock onto the tissue and release from the catheter. However, after a few seconds the clip re-opened and fell into the patient in an open state. The clip was retrieved with forceps, and the procedure was completed with another resolution clip device.   There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Visual examination of the returned complaint device noted that the clip assembly was fully deployed, and the clip was returned with the device. The clip prongs were in an open state approximately 10mm, and one clip prong was bent. A kink was noticed in the control wire near the handle of the device. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a mucosectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip seemed loose but was able to grasp and lock onto the tissue and release from the catheter. However, after a few seconds the clip re-opened and fell into the patient in an open state. The clip was retrieved with forceps, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.